Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 was showing no ventilator volumes while in use on a patient. The patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.